Manufacturer narrative:
The a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy that was unable to recharge. The patient reported on (B)(6) 2017 that she was unable to charge the device and that it was "not working correctly". The clinical assistant communicated this to the manufacturer representative who stated she would contact the patient in an effort to resolve the issue. The patient presented to the clinic on (B)(6) 2017 for reprogramming. The patient reported she had been unable to reach a full charge with the device. The device was reprogrammed in an effort to achieve better coverage and also extend time between the recharges. The manufacturer representative ran a report that confirmed no interference with the leads. The event resolved without sequelae. No patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of the clinical study reporting that the cause of the event was not known.